Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Visual inspection found that the handle has broken off the device. Complaint was confirmed. The most likely cause for the reported failure can be attributed to user error due to user-applied excessive mechanical forces.

Event description:
On 02/09/2022, it was reported by a facility representative via sems that an ar-1665bcsl lnt implant system, 4.75 bc swivelock completely broke off from the attached handle during a surgical case on (B)(6) 2022. There was no harm to the patient, no pieces broke off inside the patient, and the surgical case was completed as planned. This was discovered during use with no impact to the patient. Additional information was requested. On 02/15/2022, the following additional information was provided: the procedure was a right shoulder arthroscopy biceps tenodesis. The device did not break inside the patient, the device broke while using it, leaving the metal tip sticking out of the patient. Nothing was left in the patient. The procedure was completed as planned, no harm to the patient, no impact, a possible 5 minute delay.